Event description:
As initially reported by a hospital, a firestar ptca balloon catheter would not deflate, requiring the physician to pull the inflated balloon out of a pt's coronary artery. No injury occurred. On f/u, the physician involved described the target lesion as "straightforward": 10-12mm, focal, diffusely diseased, class I in a 2.5mm non-tortuous vessel. He stated that the balloon was inflated and after pulling negative pressure, it would not come down. He saw contrast remaining within the balloon and after 5-10 seconds of no deflation, he disconnected the system and inserted a 3-way stopcock, after which he was able to deflate and remove the balloon. Within 30 seconds of the onset of no deflation, the balloon was deflated and pulled out. The pt was totally asymptomatic. The angioplasty procedure took approx 20 mins from start to finish. However, the cath lab manager at the account stated that deflation of the firestar balloon catheter was longer than normal and "too long for comfort" but was not able to estimate the time for actual deflation. The contrast-to-saline radio of the inflation medium was 50-50 hypaque. Despite multiple attempts to clarify the course of events, conflicting info has been received and therefore, the conservative approach is being taken to submit this file as an MDR-reportable complaint.

Manufacturer narrative:
The product involved in the event is not available for eval, as it was discarded by the facility. However, several sterile units were returned for eval. Add'l info will be submitted within 30 days upon receipt. See scanned page.